Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient does not receive enough insulin, therefore, she threw up and suffers from nausea. When her blood glucose level rose, she informed the nurse from the residence and requested an insulin injection as correction via pump was not successful. Residence nurse injected insulin. Customer assumes that her pump did not deliver correctly. The device was returned. Upon inspection, manufacturer¿s investigation unit reported: the mentioned event date ((B)(6) 2017) and the days around have been reviewed. The history showed that on (B)(6) 2017 at 00:49 the customer has activated the basal profile 2. The basal rates (blocks) for the basal profile 2 were set to zero by the customer. Therefore, the customer did not receive any insulin during the basal delivery (only the programmed boluses were delivered).